Event description:
It was reported that poor sensing and an increase in pacing threshold was observed during a routine follow-up micro lead dislodgement was also observed. A reposition was attempted, however, the lead was explanted due to helix issues.